Event description:
It was reported that during priming of the device for a cardiopulmonary bypass procedure, when the user goes to "alert/alarm", they get a "level disconnect" error and does not work. When they go to "alert" only, the sensor worked. The device was not changed out, as the user switched to "alert' only and proceeded with the case. The surgical procedure was completed successfully, and there were no delays, no blood loss or no adverse consequences to the patient.

Manufacturer narrative:
Upon arrival to perform preventative maintenances (pm) for the customer, the field service representative (fsr) was notified of this problem that has happened several times. It is unknown exactly how many times or on which dates this happened.